Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom case in excellent condition but with cracked battery door and visible contamination by the a/c cord clamp. Investigation unable to retrieve history log due to constant sound w/ no displayed alarm. Visual inspection, and power up process were performed. The customer reported problem was duplicated during power up/upload process. According to the investigation, the reported issue was caused by reprogramming the pump from base unit (bottom interconnect board) to top unit ( main board) was incomplete. Customer must have download software v1.6.1 and did not complete upload process. Further investigation, user error and device used improperly but no evidence of damage contamination found in main pcb. Investigator uploaded v1.5.1 to the base unit (interconnect board) and reboot pump's head (main board) by performing power point process. Uploaded customer software v1.5.0 on the pump. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited flashes red lights and continuously alarm. No patient involvement reported.